Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system blew after insertion, and was found to be split upon removal. The following information was provided by the initial reporter: "piv started with 22g bd nexiva diffusics lot 1146266, IV catheter blew after insertion and flushed, upon removal, noted split in IV catheter."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system blew after insertion, and was found to be split upon removal. The following information was provided by the initial reporter: "piv started with 22g bd nexiva diffusics lot 1146266, IV catheter blew after insertion and flushed, upon removal, noted split in IV catheter."